Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The provided image show evidence of a device handle with white dots. The reported event was confirmed via the provided media. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During catheter preparation, upon the physician opened the packaging, white residue on the handle of catheter was noticed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During catheter preparation, upon the physician opened the packaging, white residue on the handle of catheter was noticed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was retained by the customer.